Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2011, the patient presented with complaints of recurrent chest pain and concerns of possible progression of coronary disease and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) artery with 70% stenosis and was 20mm long with a reference vessel diameter of 3.75mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 24mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with exacerbation of coronary artery disease. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin only. The study drug was last taken on (B)(6) 2012 and other antiplatelet medication was never taken during the study. Subsequently,coronary angiography was performed and revealed 70-80% isr of the study stent in mid lad. The lesion was treated with balloon angioplasty. One day post procedure, the event was considered resolved without residual effects and the patient was recommended to use aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during index procedure, it was a 3.50 x 24mm taxus (tm) liberte (tm) stent was implanted in mid left anterior descending (lad) artery and not 2.50 x 24mm taxus (tm) liberte (tm) stent as previously reported. At the time of event, there are no available timi flow measurements.